Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Evaluation of the returned implant confirms the complainants event. Only the proximal piece was returned for evaluation. Dimensions affecting the insertion of the implant were verified to be within spec. No details were provided as to bone quality, bone prep, or implantation location. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw broke in half on insertion. The broken half was retrieved. This was an acl reconstruction. The other half is holding and secure in the bone.